Event description:
Boston scientific crm rec'd info that this right ventricular lead had dislodged. The lead was explanted and successfully replaced. To date, there have been no adverse effects reported.